Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08334. It was reported the patient's left side occipital lead (off-label use) moved to the middle of his neck because of rubbing over the incision site. Reprogramming was attempted but the patient did not have stimulation on the left side.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.